Manufacturer narrative:
(B)(4); date sent: 03/14/2023. Additional information was requested and the following was received: I do not have any answers to these questions.

Manufacturer narrative:
(B)(4). Batch # 863a18. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was this the 1st firing of the device with the original cartridge or was the device reloaded for 2nd firing? If reloaded, what is the scrubs experience with reloading the device? Were there any difficulties reloading the device? When was the pin placed (manually or automatic)? What did they do to ensure that the cartridge was snapped in prior to closing the device? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? Were there staples seen in the surgical field? If yes, what shape? What is the current status of the patient? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40b device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, slight marks were noted on the anvil of the reload. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as it is released, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples may be compromised. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 863a18, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a low anterior resection procedure on the first firing the device cut but did not deploy any staples resulting in the patient receiving an ostomy.